Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed in two segments approximately 12.3 cm from the is-1 terminal pin. Resistance testing was performed which confirmed the electrical continuity of the lead. Detailed analysis confirmed damage to the trilumen insulation which exposed all three lumens. The damage was determined to have initiated by a localized compressive stress on the tubing surface most likely in the clavicle first rib region. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. A revision procedure was performed and the lead and device were removed from service and replaced. No additional adverse patient effects were reported.